Event description:
Ous MDR - it was reported that this lead, was successfully reconnected to a new ICD during an upgrade in 2014. Then, during a follow-up a loss of capture with an increase of pacing threshold was observed. No adverse patient side effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 5 fragments which were returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. In this region the coating of the conductor cable to the rv shock coil was found damaged. The insulation damage can be considered as the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During subsequent analysis the steroid collar demonstrated unilateral abrasion marks which might have resulted from the above mentioned significant motion of the lead in the right ventricle. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.